Event description:
Wing nut on tuffier retractor broke intraoperatively after being placed in patient's chest. The surgeon was unable to remove the retractor by manipulation only and was required to break a rib to remove the retractor. All pieces were successfully retrieved and removed from the field.